Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation, it was found that the flash memory chips (components u102 and u105) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the defective memory. The patient received a replacement monitor.

Event description:
The wife of an (B)(6) male patient called zoll customer support to report that her husband's monitor would not power up. The patient was issued a replacement monitor.